Manufacturer narrative:
Investigation summary: the event unit and two photographs were returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering observed a slight misalignment with the jaws. The root cause of the clips scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Gastric bypass- "clip loaded into bottom of jaws before getting passed to surgeon. Dr. Scott fired clips to reinforce the staple line. Clips continued to scissor as the clips were being fired onto the staple line." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.